Event description:
During a retrospective complaint review, devilbiss healthcare identified a devilbiss model 525ds oxygen concentrator with a complaint of "unit was alarming." The complaint was reported in (B)(6) 2018. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed thermal deformation to the rear cabinet caused by a bent fan guard that prevented the cooling fan from spinning properly. The unit logged numerous high temperature alarms but was otherwise running to specification. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor in july, 2018 involving a devilbiss oxygen concentrator that "was alarming." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a bent fan guard prevented the cooling fan from spinning properly, resulting in thermal deformation to the rear cabinet. The unit logged numerous high temperature alarms but was otherwise running to specification, and the internal thermal cut-off would have operated to shut the unit down at the proper cut-off temperature. Devilbiss has an active CAPA for fan complaints.